Event description:
It was reported by the customer on (B)(4) 2013 that outlook es device over infused. Customer reported that the pump was infusing heparin 500ml bag at a rate of 20ml/hr. The lab noted a critically high ptt and the infusion was checked at that time. Per the customer, the pump had infused the whole 500ml bag in 7 hours. Customer reported that the pump displayed the volume left to be delivered to patient was 318ml. The customer determined the whole bag was delivered to the patient within 7 hours. Customer reported that there was no fluid leak around the pump. No adverse outcome to patient as a result of reported malfunction of device.

Manufacturer narrative:
The reported complaint for outlook es device over infusing was not confirmed. Per review of operational log, on (B)(6) 2013 at 9:05 pm the pump was set to infuse 460 ml at a rate of 20ml/hr. At 10:58pm the pump was manually placed on hold. The pump had infused 36.4ml and the volume infused relative to the infusion time was 97% accurate. On (B)(6) 2013 at 4:33am, the pump was manually placed on hold. The pump had infused 20.4ml and the volume infused relative to the infusion was 99% accurate. Volumetric testing: the pump underwent 3 volumetric test runs to ensure its accuracy. Each time the pump was set to infuse 141.1ml at a rate of 20ml/hr (dl: heparin). Each time the pump tested within specifications. First test: 144ml or 103% of expected volume; second test: 143ml or 102% of expected volume; third test: 144ml or 103% of expected volume. Volumetrics of 120ml/hr and 10ml with customer set tested in spec at 10.0ml or 100% of expected accuracy. During inspection and evaluation, it was discovered that this outlook device had non OEM parts that were added by the customer that have not been validated to meet original manufacturer's specifications. This could possibly affect volumetric accuracy and is still being tested. Per outlook es safety infusion system manual plus or minus 5 percent, actual volume delivered is within acceptable range of preventative maintenance also performed.